Event description:
It was reported that the patient experienced a loss of therapeutic effect. Upon interrogation for reprogramming it was found that the amplitude had been increased beyond the set limits and the lead programming was in a configuration that the neurologist says she would have never programmed. Impedances were normal. It was later reported that the device was turning itself on and off and adjusting the programming. The generator went to a setting that the doctor didn't program, and side effect occurred. The doctor turned on just one side. The patient was doing fine until (B)(6), when he went to the emergency room and was hospitalized with severe cognitive problems. The doctor did not trust the battery, so the device was turned off until a replacement surgery could be performed.

Event description:
Additional information received reported after the device was reprogrammed, the patient's condition began to deteriorate. The patient was referred to a physician who turned the device off for a period of time and then reprogrammed and turned the device on again only to have the patient's condition decline again. The physician recognized that the device was malfunctioning and had it removed and replaced. The patient required significant medical care and continued to suffer from its effects. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient was doing badly cognitively, and declined after the surgery. The hcp saw "weird readings" from the device, including the device changing settings on its own, leading to patient discomfort. The hcp decided to explant, and the neurostimulator was replaced. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: lead model 3387s-40 lot# v606250 implanted: (B)(6) 2011 explanted: na, lead model 3387s-40 lot# v606250 implanted: (B)(6) 2011 explanted: na, extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, programmer model 37642 serial# (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurotransmitter model 37601 (B)(4) showed no anomalies. The ins had good stable output across all electrode pairs. During long-term monitoring the device functioned properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.